Manufacturer narrative:
The pump was returned for pump error 38 alarms found on sep 13, 2021. Pump¿s history and trace files downloaded successfully using thump software. Constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump error 38 confirmed in the pump history/trace files on 09/12/2021 at 9:51am. Pump was cut open to perform visual inspection and found no physical or moisture damage on the motor. Unit tested outside the pump and received pump error 38 at rewind. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Constant pump error 38 alarms confirmed during rewind and in the pump history/trace files due to motor flex not plugged in properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Displacement test and self test passed. No harm requiring medical intervention was reported. The customer will continue to use the device.